Event description:
The customer reported to customer service that the suction on her breast pump was low. Customer stated she had worked with an lc and ob to troubleshoot the pump and the issue was not resolved. She was temporarily renting a symphony, as she was "getting clogged ducts over and over."

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up on (B)(6) 2012, the customer indicated that she had been using the pump for 4-6 weeks before she went back to work. She ended up getting clogged ducts around the (B)(6), which developed into mastitis. Customer tried homeopathic remedies and changing out breast shields, but the issue was not resolved. Customer was diagnosed by her ob and was treated with antibiotics. Customer stated she had mastitis for about five months and was on antibiotics for about three months. She is currently using only a symphony pump, as the replacement pump she received did not empty her right breast either (no report of mastitis, etc. With second pump). The original pump has not been received at medela for evaluation as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (B)(4))]. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.